Manufacturer narrative:
The impella device was received from the customer and an evaluation of the device is pending. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 55-year-old male patient was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient developed heparin induced thrombocytopenia roughly five days after implant. The patient was switched from heparin to bival as a result of the condition and support continued. However, a couple days later, the pump experienced a sudden loss of flow coinciding with a loss of motor current pulsatility. Despite troubleshooting, the flow issues persisted and the decision was made to explant the pump.

Manufacturer narrative:
The investigation into the reported thrombocytopenia and saturated flow has been completed since the original report was filed. The logs were analyzed and a motor current spike was observed on the seventh day of impella 5.5 support, and followed by a drop in motor current and pump flow. This data is consistent with biomaterial ingestion. The impella 5.5 was returned for analysis and no biomaterial or other abnormalities were found. However, clinical details specify that biomaterial was observed upon explant. The most likely root cause of the low pump flow was determined to be biomaterial ingestion. The most likely root cause of the thrombocytopenia is patient condition and the relationship to impella is unknown.